Event description:
During coil embolization within an unknown aneurysm, one gdg coil and six dcs coils were placed without difficulty. During placement of the 7th dcs coil while positioning the coil, the tip of the microcatheter sprang and the coil was detached prematurely. The distal part of the coil was inserted into the aneurysm. The proximal part of the coil had protruded out of the aneurysm into the parent artery. The patient status was reported as stable. The physician attempted to place the 8th coil due to the protrusion of the 7th coil, but was unsuccessful. Reportedly, there was one to one relationship between the coil and delivery tube. Continuous flush was maintained within the mc. There was no difficulty experienced with the mc stability prior to this event. There was no resistance when the coil was repositioned/withdrawn. The product was prepared as per the IFU. There was no adverse consequence to the patient. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.